Event description:
A peritoneal dialysis (pd) patient reported that during drain 4 of 5 there was an air detected in cassette alarm and then when treatment was canceled and cassette was removed from cycler there fluid found in the pump module area and on the external cassette. In a follow-up, the patient verified there was no harm, adverse event or intervention associated with the leak. The patient let the cycler dry for 36 hours and then resumed use with no further issues encountered. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 4 of 5 there was an air detected in cassette alarm and then when treatment was canceled and cassette was removed from cycler there fluid found in the pump module area and on the external cassette. In a follow-up, the patient verified there was no harm, adverse event or intervention associated with the leak. The patient let the cycler dry for 36 hours and then resumed use with no further issues encountered. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.